Event description:
Event complications: unk - reported 9/24/96; none - reported 10/18/96. Patient's current status: unk - rpt'd 9/24/96.

Manufacturer narrative:
Device label codes: 1738. Evaluation summary: evaluation: a clear hemostasis valve was returned for evaluation. No blood was noted on the exterior of the device. Using a laboratory iab and sheath, the hemostasis valve was leak tested in order to determine if the valve assembly prohibited the back flow of water through the valve gasket into the stat-gard. The assembly passed this leak test. Visual examination of the valve gasket revealed it to be slightly stretched. A laboratory .030" guidewire was loose within the gasket. Probable cause of difficulty: no defect was found in the sheath/hemostasis valve assembly during laboratory examination. It was not possible to verify the reported difficulty in the lab. It was reported that the leak occurred when the dilator and guidewire were removed, but the leak stopped when the catheter was fully inserted through the valve. Prior to the balloon's insertion through the sheath/hemostasis valve assembly, it is quite normal for blood to seep either through the small hollow barrel of the blue dilator - which is in place through the hemostasis valve or through the small hole in the hemostasis valve gasket - when the dilator is removed (even with the guidewire in place). This seepage of blood should be expected and should not be considered a product defect. Once the balloon is inserted over the guidewire and the catheter tubing is passed through the hemostasis valve assembly, the valve gasket creates a tight seal against the catheter wall to prevent blood from passing into the stat-gard via the sheath seal. Since the valve did not leak during lab testing at datascope, is it possible that the user perceived the initial seepage (prior to catheter insertion) to be the leak. Finally, it is worth noting that the nature of each leak, as perceived by the user, would not have jeopardized balloon function if the decision was made to use the valve during iabp. Any blood passing through the hemostasis valve can be prevented from entering into the stat-gard via the sheath seal if a ligature is tied around the groove in the stat-gard wing.